Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email of having fluctuating low and high blood glucose of 50 mg/dl to 600 mg/dl. The customer was contacted by troubleshooting and it was found that the high and low blood glucose were brought on by a gastrointestinal issue. Customer was advised to call back if any additional help is needed.